Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation and drug collar, likely due to implant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The insulation damaged/defective allegation was confirmed by returned product analysis based on visual observation of cut in the insulation and the drug collar due to induced damage during implant.

Event description:
It was reported that this lead was unable to be successfully implanted as there was an insulation damage while cutting the catheter. As a result, the physician removed this lead prior to pocket closure and another lead was successfully implanted. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was unable to be successfully implanted as there was an insulation damage while cutting the catheter. As a result, the physician removed this lead prior to pocket closure and another lead was successfully implanted. No adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this lead was unable to be successfully implanted as there was an insulation damage while cutting the catheter. As a result, the physician removed this lead prior to pocket closure and another lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted as there was an insulation damage while cutting the catheter. As a result, the physician removed this lead prior to pocket closure and another lead was successfully implanted. No adverse patient effects were reported. The lead was returned for analysis.